Manufacturer narrative:
On 21-may-2021, mentor received additional information regarding the revision surgery. The patient had a consultation with her surgeon on (B)(6) 2021 to discuss surgical options. Based on available information, the patient hasn¿t undergone explantation surgery. The relevant fields have been updated. Updated reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2021.